Manufacturer narrative:
Reliability analysis inspected 3 opened/used sensors and found 1 of the 3 sensors was broken. The broken part was missing and unable to confirm that the customer received the sensor damage due to customer returning an opened/used sensor. Reliability analysis found that 1 of 3 enlite sensors which underwent a visual inspection, had a needle bent inside the needle hub. Reliability analysis was unable to confirm that the customer received the sensor in the condition they claimed due to customer returning an opened/used sensor. Reliability analysis found that the last sensor was missing a needle.

Event description:
Customer reported via phone call sensor serter anomaly on the insulin pump. Troubleshooting for sensor serter anomaly was performed. Customer advised they damaged 3 sensors during the insertion process. Troubleshooting for sensor not penetrating skin was performed. Customer advised the serter was pulled straight up from the pedestal. Customer was advised that the sensors would be replaced and agreed to return the sensors for analysis.